Manufacturer narrative:
The returned plcr60b reload had one staple wrapped around the knife, which indicates that the reload was fired across another staple line. Eval summary: tissue bumps and retention posts are not damaged. One staple was found wrapped around the knife, indicating the reload was fired across another staple line.

Event description:
During the anastamosis, the device fired but one staple jammed in the reload and was pulled out of the tissue.